Event description:
Device malfunction: breakage of device. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of a scarred right femoral artery using a perclose a-t device after an interventional procedure. Reportedly, the device "snapped completely halfway down the shaft" after insertion into the artery. The device was removed without incident and hemostasis was achieved using a second perclose a-t device. Because the patient was treated with an oral antiplatelet agent, the physician completed hemostasis with digital compression for 20 minutes. There were no other reported patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.